Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and to resolved the reported issue of the customer, the front panel display was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator unit shows complete failure and the customer was not able to enter any settings. At this time, there is no information regarding patient involvement associated with the reported event.